Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that before procedure, no image appeared with 180 series endoscope although it worked well with 190 series endoscope. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. Local field service engineer checked the subject device and found that the reported phenomenon occurred due to the circuit board failure. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities related to the reported phenomenon. Omsc checked the change history of parts related to the reported phenomenon and found out that the design of the board was changed on april 16, 2018. Omsc presumed that the operational amplifier malfunctioned then the reported phenomenon occurred because the subject device was manufactured before the circuit design change.